Event description:
It was reported that the patient had a speed change echocardiogram on (B)(6) 2021. There were no apparent complications on the study. The speed was adjusted from 6000 rpm to 6100 rpm. The patient was having ventricular tachycardia, low flow alarms, and loss of consciousness. Amiodarone was restarted. Lvsine was grossly dyssynchronous. On (B)(6) 2021 the patient had one low flow event and dizziness and the speed was adjusted back to 6000 rpm. The patient was discharged on (B)(6) 2021. The patient had an office visit and speed was adjusted, patient had 3 suction events and a dizzy spell.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacture's investigation conclusion: a low flow alarm was confirmed via analysis of the submitted log files. A specific cause for the observed alarm could not be determined during this investigation. A correlation between the device and the reported ventricular tachycardia, dizziness, increased heart rate, loss of consciousness, enlarged ventricle, and interventricular septum desynchrony could not be conclusively determined during this evaluation. A cause for these events could also not be determined. The submitted system controller event log file, which contained data from 31may2021 to 14jun2021, contained a single low flow alarm that lasted approximately 6 seconds on 14jun2021. The pump appeared to operate as intended at the set speed. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6). No further related events have been reported at this time. The heartmate 3 lvas IFU lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia. This document also lists arrhythmia as a potential late postimplant complication. It also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm for 10 seconds or more, and notes that changes in patient conditions can result in low flow. The IFU also describes that a pulsatility index (pi) event occurs when the system detects a sudden and substantial change in the pi; during these events, the device speed drops to the low speed limit and then ramps back up at a rate of 100 rpm per second. This IFU, as well as the heartmate 3 lvas patient handbook, describes all system alarms and the recommended actions associated with them. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Section 1 "introduction" of the heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU) lists the adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including arrhythmia. This section also provides an explanation of all pump parameters, including flow. Section 4 "system monitor" provides information about the pump flow display and the low flow hazard alarm condition. This section states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm, and also explains that changes in patient conditions can result in low flow. This section also describes that a pulsatility index (pi) event occurs when the system detects a sudden and substantial change in the pi; during these events, the device speed drops to the low speed limit and then ramps back up at a rate of 100 rpm per second. Section 6 ¿patient care and management¿ lists arrhythmia as a potential late postimplant complication. Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. Heartmate 3 lvas patient handbook section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was implanted and was supposed to be discharged, but it was put on hold. The patient experienced low flow alarms with increased heart rate in the morning and just fell asleep during the episode. Interrogation of the device and a speed change echocardiogram was done. The log file displayed low flows on (B)(6) 2021 where the low flow estimator dropped below 2.5 lpm. The pump was seeing a reduction in blood volume. There did not appear to be any type of equipment issues causing these events. The low flow events seemed to be a patient related issue and not an equipment related issue.